Event description:
It was reported that/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient¿s parent reported that the patient experienced sensor errors, lost consciousness, and was in a diabetic coma. The parent checked his bg using a glucometer and it was low, but the exact value was not provided. The cgm continued to display a sensor error message. Ems was called, and after arrival the bg level was below 30 mg/dl. The child was transported to the hospital, and the parent could not remember details of the treatments the child received. Four days later the child was discharged. The sensor had been inserted in the abdomen, and the child utilized an omnipod insulin pump. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.